Event description:
Enterocutaneous fistula [enterocutaneous fistula], abscess [abscess]. Case description: a spontaneous report was received on (B)(6) 2009 from a healthcare provider (hcp) via a genzyme company representative regarding a female patient (age unknown) who experienced an abscess and enterocutaneous fistula after receiving seprafilm. The hcp reported that he used seprafilm on the patient during an unspecified procedure on an unknown date. Postoperatively, she developed an abscess and subsequently developed and enterocutaneous fistula. No other information was available. At the time of this report, the outcome of the patient was unknown. For additional events from this reporter regarding this patient see (B)(4). Manufacturer's comment: the benefit-risk relationship of seprafilm is not affected by this report. Manufacturer's comment: the benefit-risk relationship of seprafilm is not affected by this report.